Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 648 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that over the weekend the patient had increased tone and urinary symptoms. The hcp was wondering if the pump was not functioning properly and if it was part of a population of recalled pumps. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider indicated that the patient was only voiding once per day. It was reported that the cause of urinary issue was not yet known. Per the hcp the patient was admitted to the hospital and improved once given oral medication. It was noted that a dye study was scheduled and a new pump would implanted due to nearing the end of battery service. No further complications have been reported.

Manufacturer narrative:
The pump was returned and analysis passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.